Manufacturer narrative:
(B)(4). It was reported that the patient underwent augmentation cystoplasty on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, dyspareunia and need to self-catheterize in order to void. It was also reported that the patient had a urethral lysis and cystoscopy on 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent urethrolysis, urethral reconstruction and placement of pubovaginal sling using autologous fascia after removal of original sling on (B)(6) 2009 due to failed mid urethral sling. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent cystoscopy, urethral lysis, mesh revision/removal on (B)(6) 2010 due to sui s/p sling with no demonstrable incontinence but incomplete emptying (dysfunctional voiding). No additional information was provided.